Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and six months post deployment, computerized tomography-angiogram showed a leg of inferior vena cava fitter at bifurcation of pulmonary artery & hilum. The patient was found to have a leg of the inferior vena cava filter fractured & located in right pulmonary artery. A computerized tomography-angiogram of chest to confirm that it was a leg of the inferior vena cava filter. Around thirteen days later, computerized tomography demonstrated a fragmented filter leg in the right pulmonary artery. Trans jugular retrieval of inferior cava filter was scheduled. Using ultrasound guidance, the right internal jugular vein was punctured, and a guidewire inserted, a sheath was then inserted and advanced to the level of the right atrium. A guidewire was then advanced through the right atrium, right ventricle, and into the pulmonary outflow tract. During this maneuvering the patient developed a run of pvc's followed by v -tech and then asystole. Patient maintained consciousness and recovered heart rate but remained severely bradycardic with heart rate in 20's. The procedure was aborted, and the catheter and wire were then immediately withdrawn to the internal jugular, the wire was removed, and the sheath was left in place for vascular access. Therefore, the investigation is confirmed for filter limb detachment and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10:(expiry date: 09/2013) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter embedded in the vena cava and struts is in lung. The patient experienced chest pain due to filter struts present in pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the filter limb detachment and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. It was further reported that the filter embedded in the vena cava and struts is in lung. The patient experienced chest pain due to filter struts present in pulmonary artery. The current status of the patient is unknown.